Manufacturer narrative:
H6: annex a code corrected from a1601 (device alarm system) to a0709 (device sensing problem). Device evaluation: the device was returned for root cause analysis and the investigation findings concluded after testing, the customer problem was duplicated. The pump was found to have a faulty mainboard as the pump was unable to turn on. The cause of the customer reported problem was the faulty mainboard. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the mainboard, and the pump passed all functional and accuracy tests and performed as intended after repair.

Event description:
It was reported that the device exhibited a "46440" alarm upon power on. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.